Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump exposed to fluid found event date(B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 / pcba 2 / harness assembly.

Event description:
Information received by medtronic indicated that the insulin pump ad fluid under liquid crystal display. Customer stated they did not hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.